Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the patient has a powerport that has been implanted for approximately one year and three months. It was reported that the patient has had fibrin stripped from the catheter twice and multiple doses of tpa. It was alleged the nurses are having difficulty accessing the port and have to attempt access two to four times, sometimes unsuccessfully and sometimes have issues feeling the port and sometimes the needle hits a hard surface and will not advance. If the nurses are unable to access the port at the hospital, the patient is accessed with an IV, if the home infusion nurses cannot access the port, the patient misses a dose. Reportedly, a new port insertion has been planned (date of new implant unknown). There was no reported patient injury.